Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with hemoglobin dropped form 15.5 on (B)(6) 2018 to 9.9 on (B)(6) 2018. Patient was admitted and reported black tarry stools 5 days prior to (B)(6) 2018. The patient underwent an upper gastrointestinal endoscopy; multiple stigmata of recent bleeding angioectasias were found in gastric body. Otherwise exam was normal. Per the patient, they have a history of melena and on chronic iron. The patient also reported a history of gastrointestinal bleeding (gi) on (B)(6) 2017, (B)(6) 2017 with a status post upper endoscopy (egd) with (avm) arteriovenous malformation. The patient¿s inr was 4 and coumadin on hold. Anticoagulant at the time of event was warfarin and aspirin. No further information was provided.